Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question and determined that the antibody screen test well image in question was visually positive.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument.